Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptoms are known risks associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring urinary incontinence and atrophy. A cystoscopy was performed, which revealed poor urethral coaptation, although the device cycled normally. The cuff was suspected to be oversized. As a result, the cuff was explanted and replaced with a smaller one. No further patient complications have been reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring urinary incontinence and atrophy. A cystoscopy was performed, which revealed poor urethral coaptation, although the device cycled normally. The cuff was suspected to be oversized. As a result, the cuff was explanted and replaced with a smaller one. No further patient complications have been reported.